Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 18f manta was prepared for closure in the right common femoral artery. Arteriotomy >6mm with minor calcification. Manta deployment depth measurement 4 + 1. Prior to manta deployment, the physician mentioned he thought a small hematoma may have formed. The proctor advised 1cm could be added to the depth measurement (4+1+1) or the deployment procedure may be aborted if unsure. The physician continued the deployment procedure and deployed at the measured depth. After pulling back to 5, deploying the manta device, the physician immediately said something "felt different". Pressure was held, an angiogram revealed a large (~200mm) pseudoaneurysm, and the manta was lodged in the tissue tract. While waiting for the vascular surgeon, the patients' blood pressure dropped and required 2 units of blood to stabilize. A contralateral balloon inflation was applied, and an ultrasound-guided thrombin injection administered to address the pseudoaneurysm. Follow-up angiogram showed successful treatment for the pseudoaneurysm and good flow, the manta was left in place. A follow-up from the surgeon said he administered another thrombin injection later in the day. The root cause of the pseudoaneurysm remains inconclusive because no imaging or further details were obtained for investigation purposes. Based upon previous similar events, the root cause may be due to the tract deployment. When the manta implant is deployed in the tissue tract, it creates a pocket which allows blood to leak into the surrounding tissue. Multiple causes for tract deployment have been established; however, the exact cause for this suspected tract deployment is inconclusive. The risk of failing to achieve hemostasis is written in the IFU along with pseudoaneurysm specifically called out as a possible adverse event requiring medical intervention. Risk documentation was reviewed, and this type of incident was identified as a known risk. The IFU confirms to list the safety and effectiveness of the manta device has not been established in the following patient populations: patients who are suspected of having intra-procedural complications at the femoral access site pre-sheath removal including: bleeding or swelling around the large bore sheath that may indicate hematoma formation and/or pseudoaneurysm formation, and/or peri-procedural angiographic evidence of thrombus formation or significant injury in the aorta or iliac vessels associated with procedural large bore sheath placement and/or sub-optimal anticoagulation. The following potential adverse events related to the deployment of vascular closure devices have been identified: other access site complications leading to bleeding, hematoma, pseudoaneurysm, or arterio-venous fistula, possibly requiring blood transfusion, surgical repair, and/or endovascular intervention.

Manufacturer narrative:
Device will not return for evaluation however, an investigation has been opened to review risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: access obtained for large bore sheath in right cfa as normal (using ultrasound and micropuncture),reporters suggested opinion was that the stick was a bit low. Tavr completed without complications. Before deploying manta, physician noted that a small hematoma may have formed during case. Advised that 1cm could be added to deployment depth and ultimately manta could be aborted if unsure, but physician decided to deploy at measured depth +1, as normal (4+1 = 5cm, in this case). After pulling back to 5, manta was deployed as usual, but physician immediately stated that something ""felt different."" Manual pressure was immediately applied to femoral artery (physician stated that he was able to palpate a pulse) and an angiogram was obtained showing a large pseudoaneurysm. Manta was noted to be present outside of the artery. The manta unit and wire were left in place and manual pressure was maintained while waiting for vascular surgeon to arrive (~5 minutes). During this time, patient's blood pressure dropped from 110s/60s to 60s/30s, so 2 units of red blood cells were given, and neosynephrine drip was started. Patient's pressure responded quickly, and access was obtained in contralateral groin by vascular surgeon (radial artery had been used for other access site during tavr). Once wired from contralateral side, a 8 x 40 balloon was inflated for several minutes. Meanwhile, the pseudoaneurysm was treated with an ultrasound-guided injection of thrombin (surgeon estimated pseudo to be ~200cc in size). Imaging obtained after balloon was deflated showed successful treatment of pseudoaneurysm with good flow in artery. Physician ordered 20 minute manual hold. Patient was stable and being weaned off pressors post-procedure.